Event description:
It was reported that the pt had their device explanted because the physician suspected the battery was inoperable due to long charge with no extended use time. No pt injuries were reported and the pt recovered without sequelae.

Manufacturer narrative:
(B) (4).